Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out on (B)(6) 2020. Prior the procedure, isometric exercises were performed and revealed the atrial lead had noise on it. Lead was capped and replaced during the generator change out. Patient was stable after the procedure.